Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical service came to the patient for high blood glucose and then customer was hospitalized due to high blood glucose and diabetic ketoacidosis on april 13, 2020 with blood glucose of 360 mg/dl. The customer's other blood glucose was 600 mg/dl. The customer did experienced the symptoms such a nausea, vomiting, abdominal pain, difficulty breathing and back pain. The customer was treated with insulin drip and insulin pump. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer did not allege insulin pump was under delivering. Customer also reported that cannula was bent. Customer was using auto mode during high blood glucose. The insulin pump will not be returned for analysis.